Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was an issue with the temperature sensor--no temperature displayed at all. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and temperature and impedance test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed, and no temperature was displayed. A manufacturing record evaluation was performed for the finished device lot number 31233132l and no internal action was found during the review. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).